Event description:
It was reported that upon deployment of a vena cava filter the arms and legs were crossed and a catheter was placed over the guide wire to access the filter and uncross the limbs. The filters limbs were successfully uncrossed and the filter remains implanted. No reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.